Manufacturer narrative:
(D10) concomitant devices: (B)(6) 02-012-45-5060 - lgc tibial fit tray cem sz 5f / 6t; (B)(6) 200-02-38 - three peg patella 38mm. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 6 years post op initial right tka, this patient was revised due to poly wear. Recently reported were the following for the patient: massive osteolysis proximal lateral tibia, large lytic lesion in proximal tibia, pathological fracture proximal tibia, lateral collateral ligament incompetent, osteoarthritis, pain and swelling, antalgic gait, cysts, tibial loosening, infection. All components were removed and used competitor's products. Patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
"This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d4, h4. The following sections were corrected: b1, b2, d1, d4. The revision reported may have been the result of a combination of prosthesis wear, tibial loosening, patient-related conditions, and/or the inclusion of the polyethylene in the packaging recall. However, this cannot be confirmed as the devices were not available for evaluation and no radiographs or relevant clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.